Event description:
It was reported that a user experienced elevated blood glucose after starting the ilet and performing a lunch meal announcement; during troubleshooting the user disconnected as if for a shower, filled the tubing until drops were seen, then reconnected. Symptoms included hyperglycemia. Outcomes included user self-management with monitoring guidance and no hospitalization. Investigation included user interview and troubleshooting education. Investigation of this case revealed no confirmed device malfunction, with guidance that ilet learning during the initial weeks could contribute to elevated glucose and that proper reconnection and priming were reinforced. It was concluded that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.